Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs to treat l5-s1 spondylodesis. In the beginning of (B)(6) 2014, the patient underwent a revision from dorsal because of persisting pain. There were no signs of infection prior to the procedure. During surgery they observed signs of infection in the disc space. They had analyzed samples and found an infection with e. Coli. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.